Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to transport a patient via helicopter (age & gender unknown), on the flight deck of the uss theodore roosevelt, the device inappropriately shut down. Complainant indicated that the clinician obtained a second device (serial number (B)(4) ) to continue treating the patient and the device also inappropriately shut down. A third device (serial number unknown) was obtained and the third device also inappropriately shut down. The complainant indicated that the ship then secured the sps-48 radar, upon securing the radar, the devices contiinued working properly. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded that the device is working as expected and will not be returning to zoll for evaluation.